Manufacturer narrative:
(B)(4).

Event description:
The deep brain stimulator battery underwent rapid battery depletion. It was replaced. Reference mfg report# 3007566237-2010-05512 for troubleshooting after replacement. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.